Manufacturer narrative:
(B)(4). S/w = 4.11e, retainer ring = black. On (B)(6) 2022 the customer alleged keypad unresponsive flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and faded end cap label damage during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on (B)(6) 2022 at 13:03:00.000 until 15:33:00.000 during bolus and basal delivery. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump failed the keypad voltage test on the left button (0.0v) problem isolated to the keypad assembly. During visual inspection, no physical damage was noted to the keypad assembly. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Moisture damage was confirmed on the electronic assemblies. Keypad unresponsive was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no delivery/occlusion alarm. Unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.